Manufacturer narrative:
Samples were not received for the investigation. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause, therefore a corrective action is not applicable at this time. If a sample is received at a later date, this complaint will be reopened for further investigation.

Event description:
The customer reported that the patient arrived from the theatre, with the new type (argyle sentinel seal chest drain) of chest drain. There was minimal drainage from the drain. Once again, the drain was attached to suction, but there were no bubbles as per the nurse's instructions. The pdn and nurse manager was at bedside when theatre nurse came to inspect drain and it was still not working so it was decided to change it to a regular pleuraseal drain. Once it was attached and suction was applied, the drain outputed 50mls. Per additional information received, they removed the drain and replaced it with a pleuraseal one.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.